Event description:
It was reported that the left ventricular lead dislodged. The lead was removed and replaced. It was also reported that after the catheter was withdrawn, it was brought to the physician attention that the right ventricular lead looked "taut". The angle on the fluoroscopy was thought to be the cause of the lead appearance. It was further reported that the right ventricular lead presented with high threshold the next morning. The pocket was re-opened and the lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.